Manufacturer narrative:
(B)(4). Indication for use, date of event and date of implant are estimated.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported that the graftmaster stent was being used to treat a pseudoaneurysm of the hepatic artery. It should be noted that the rx graftmaster instructions for use (IFU) states that the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of: coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. In this case, it is unknown if the treatment of the pseudoaneurysm of the hepatic artery contributed to the reported leak.

Event description:
An event was reported through literature review that the graftmaster stent implant was used for treatment of a pseudoaneurysm of the hepatic artery that was diagnosed 6 months post-liver transplantation. Her post transplantation recovery was uneventful, but during routine follow-up 6 months later, a hepatic artery pseudoaneurysm was detected by doppler ultrasonography and confirmed by spiral computed tomography scan. The graftmaster stent implant was placed within the hepatic artery across the arterial anastomosis at the neck of the pseudoaneurysm. The implant was expanded to 5 mm, to fit the measured size of the hepatic artery. Post-stent grafting angiography showed successful exclusion of the pseudoaneurysm and a fully patient hepatic artery; however, 6 days later, angiography showed the persistence of blood flow outside the lumen of the stent graft, with within the pseudoaneurysm sac, with filling of the pseudoaneurysm. Using a dilatation balloon, the stent implant was expanded to 6 mm and the proximal half of the stent implant was expanded to 6.4 mm. Repeat angiography showed a complete resolution of the pseudoaneurysm and patient arterial blood flow. The patient was discharged. Two and 5 month follow-up demonstrated patent hepatic arteries with no evidence of pseudoaneurysm.